Event description:
The reporter stated the surgeon partially inserted a cq2015a collamer aspheric three piece lens. The surgeon started to advanced the lens into the patient's eye and he noticed the lens did not look right. He realized this and was able to pull back out. The lens was not fully inserted into the patient's eye. There was no patient injury. A backup lens was implanted. Cause of incident was improperly loaded lens.

Manufacturer narrative:
(B)(4). Results - a visual inspection of the returned product found the lens optic is torn and one loop haptic is bent. Lens was returned dry. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to user error. (B)(4).